Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced cloudy effluent and unspecified inflammation. The cause of the events was not reported. It was not reported if the patient was hospitalized for the events. The patient was treated with unspecified oral anti-inflammatory drugs for the event. At the time of this report the patient was not recovered from the events. Dianeal therapy was ongoing. No additional information is available as the reporter declined to provide any further information.